Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s father reported customer experienced an infection while wearing an adc freestyle libre sensor. It was further reported that on (B)(6) 2018 caller removed the sensor, after two days of wear, and noted the presence of an infection in the area where the sensor had been inserted. Caller cleaned the site with betadine and called the customer¿s healthcare provider, who prescribed unspecified oral and topical antibiotics. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported sensor was returned. Visual inspection has been performed on the returned sensor patch and no issues were observed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which this unit was manufactured. No abnormalities were found, the investigation showed all processes were effective. The complaint is not confirmed.

Event description:
Customer¿s father reported customer experienced an infection while wearing an adc freestyle libre sensor. It was further reported that on (B)(6) 2018 caller removed the sensor, after two days of wear, and noted the presence of an infection in the area where the sensor had been inserted. Caller cleaned the site with betadine and called the customer¿s healthcare provider, who prescribed unspecified oral and topical antibiotics. There was no report of death or permanent injury associated with this event.